Manufacturer narrative:
A review of the device history record for this device did not reveal any discrepancies relevant to this reported event.

Event description:
Patient enrolled into the (B) (4) trial. Minor ischemic stroke reported with left finger numbness and tingling. Patient recovered without sequelae. Please reference MDR 2183870-2010-00079 for the protege rx used in this procedure.